Event description:
The customer reported that while running an hcv assay summit sample handler did not pipette sample or diluent into well positions f8 and f9 and no error message was given . A field service engineer was dispatched and could not duplicate the event. Fse replaced plunger clamps and black sleeves in position 9 and replaced two pole cables in positions 7, 8 and 9. No death or serious injury was associated with this event.